Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test on (B)(6) 2025. The consumer received a positive result on (B)(6) 2025 on the binaxnow covid-19 ag self test. Further testing was done on (B)(6) 2025 with an unknown brand, which gave a positive result. On (B)(6) 2025, the consumer performed another test with the binaxnow covid-19 ag self test and generated a negative result. The consumer was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2025. This MFR. Report addresses the testing conducted for the consumer¿s spouse. Following the initial positive result, repeat and additional testing was performed using both the binaxnow covid-19 ag self test and an unknown test brand on separate dates. The spouse tested negative with the binaxnow test on (B)(6) 2025 and (B)(6) 2025 and also tested negative with the unknown test brand on (B)(6) 2025. The consumer confirmed there was no patient harm due to the test results.

Event description:
The consumer reported false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2025. This MFR. Report addresses the testing conducted for the consumer¿s spouse. Following the initial positive result, repeat and additional testing was performed using both the binaxnow covid-19 ag self test and an unknown test brand on separate dates. The spouse tested negative with the binaxnow test on (B)(6) 2025 and also tested negative with the unknown test brand on (B)(6) 2025. The consumer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Correction: a1 - patient identifier. B5 - describe event or problem. D4 - primary UDI number. H6 - adverse event problem (medical device problem code). The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.